Event description:
It was reported that one clearlink secondary medication set would not flow while using a glass solution bottle. This event occurred during patient infusion of intravenous immunoglobulin. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one companion sample for evaluation. Visual inspection did not identify any abnormalities with the device. Simulated use testing found that the device flowed normally. Functional flow rate testing found that the device flowed normally. The evaluation could not confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. A request for the return of the device has been made. Should additional relevant information become available a supplemental report will be submitted.